Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, per cgm meter, while using a non-tandem infusion set; this was caused by the infusion set being pulled out of the customer's body. The customer replaced infusion set and administered a bolus to address high bg. Customer declined to provide any additional information including infusion set brand.